Event description:
Event description boston scientific received information that at routine follow up, this implantable cardioverter defibrillator (ICD) displayed the end of life (eol) indicator. Four months prior, the battery status of the device was middle of life 2 (mol2). There are no allegations against device function.